Event description:
Rn inserted an 18 gauge bd nexiva catheter into this patient and blood began flowing out of the tubing and all over the floor. Upon inspection rn realized the catheter tubing was broken right where the tubing attaches to the triangle gripping site. Rn had to insert another IV into the patient and had to clean up a significant amount of blood.